Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/11/2013 with the following findings: evaluation revealed that the display screen was found to be dim and discolored and the display lens was cracked and scratched. A test screen was used for investigation and found to function properly.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and a cracked display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.